Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caulainte user's ahe screen which may result in over or under delivery.screen which may result in over or under delivery.screen which may result in over or under delivery.screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 12-dec-2018 - device evaluation:the pump has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: during investigation, the pump was powered up to a dim and orange display. Unrelated to the original complaint, the battery compartment was cracked near the top left corner of the grip pad.